Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspections of the device was completed by the manufacturer and found a beige and also dark dust dirt contaminate and potential mineral deposits in and around the filter inlet area and canal. A beige and also dark dust dirt contaminate in the modem shelving area, and in the outlet port and surrounding area. An internal visual inspections of the device was completed by the manufacturer and found a light amount of beige dust dirt contaminate on the top of the blower box housing, and on the top of the blower. A mineral deposits on the blower box inside bottom, inner walls, and on the bottom of the blower housing indicating potential water ingress. A dark colored contaminate on the inside panel of the rear panel, a dried yellow liquid in the inner panel channels of the front and rear panels. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of dark dust, mineral deposit, beige, dried yellow liquid were external to the device and water ingress consistent with the blower. The manufacturer concludes there was no evidence of sound abatement foam degradation.